Event description:
It was reported that a user of the ilet bionic pancreas experienced repeated insulin delivery occlusion alerts when using steel infusion sets, including an event with blood glucose of approximately 400 mg/dl that improved after changing all infusion supplies; the user requested a return to teflon infusion sets after noting more occlusions with steel (steel lot: 6012688). Symptoms included hyperglycemia with fatigue, restlessness, and irritability. Outcomes included temporary loss of glucose control requiring infusion set and site change, after which blood glucose returned to range; replacement teflon infusion sets were arranged and education provided. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the occlusion alerts resolved after infusion set and site replacement, indicating infusion set/supply-related occlusion. It was concluded that the event was consistent with an infusion set occlusion leading to hyperglycemia, with resolution after supply change and plan to use teflon sets. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.